Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing related to t-waves or a potential rate dependent bundle branch block. A single inappropriate shock was delivered as a result. Technical services (ts) discussed troubleshooting and programming options. The primary sensing vector was reprogrammed to alternate, and reduced oversensing was observed. No adverse patient effects were reported. This device remains in service. Additional information was later received from the patient that this s-ICD system delivered an additional inappropriate shock. Ts referred the patient to their physician. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.